Event description:
Preop diagnosis: status post bilateral breast augmentation with deflated saline implant on the right side. At this time, patient underwent bilateral explantation, right open capsulotomies and placement of mentor high profile silicone gel implants, 275cc to each side.